Event description:
New information notes that the lead was explanted.

Event description:
It was reported that the right ventricular lead insulation was noted to be broken via fluoroscopy. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.